Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level displayed as "high" on the continuous glucose monitor. Bg was treated via manual injections. It was reported that an altitude alarm occurred. The customer's blood glucose ranged from 100-300 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.